Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with varicose vein ligation procedure performed on (B)(6) 2023. During the procedure, the bands would not deploy. A second speedband superview super 7 was used; however, the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved and overlapped.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle assembly and ligator housing), and a visual evaluation noted that the ligator housing returned without bands attached. The suture was in good condition with seven knots. The handle slot did not show insertion marks of the trip wire. The teeth and the suture hole of the ligator housing were in good condition. Per media inspection on the provided photos, it was observed that the bands in the ligator housing were moved and overlapped. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon media analysis, it was found that the bands were moved and overlapped; the ligator housing returned without bands attached, so it is possible that the bands were detached when the ligator was removed from the scope. A labeling review was performed, and based on the condition of the returned device, this device was not used per the instructions for use (IFU)/product label, as the trip wire was not secured. The IFU states, "secure trip wire in slot on handle unit." This condition, unsecured trip wire, indicates that an incorrect application of tension to the trip wire at the time of deployment may have caused the reported event. Due to the trip wire was not secured, it is possible that it had slipped inaccurately, moving the bands from their position, overlapping them as if twisting them. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with varicose vein ligation procedure performed on (B)(6) 2023. During the procedure, the bands would not deploy. A second speedband superview super 7 was used; however, the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved and overlapped.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.